Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The tavi procedure was completed. Reportedly, both prostyle sutures were correctly used with the knots successfully advanced. Bleeding continued that was heavy. A non-abbott device was used with hemostasis not quite achieved. A pressure bandage was applied for complete closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.